Event description:
This is a case, which was reported to baxter (B)(4), about a vialmate that had a piece cut out from the membrane and is now in the solution. It is unknown when or in which care area this event occurred. There was no patient involvement; therefore, no patient injury, medical intervention, or adverse reaction is associated with the reported condition. There is no additional information.

Manufacturer narrative:
(B)(4). This device is manufactured for distribution outside of the united states (us); therefore, it does not contain a us 510k number. However, this MDR is being submitted because it is the same as or similar to a product distributed within the us. The sample is reported to be available but has not been received for evaluation. If additional information becomes available or the sample is received, a follow up report will be submitted.

Manufacturer narrative:
(B)(4). Two actual samples were returned to the plant for evaluation on an unknown date. The vialmates were attached to a vial and a viaflo bag. Visual inspection revealed that reconstitution was already performed and a gray particle was visible in both vials. An infrared test was performed on the particles and the test revealed that the particles were from the same material as the vials' stoppers. The needles of the returned samples had no visible deformities that could have contributed to the reported condition of a piece of the vial-mate membrane was cut out; therefore, the reported condition was not confirmed. An assignable root cause could not be identified. A batch review was performed on the reported lot with no deviations found.